Manufacturer narrative:
The reagent lot number is 851291. The investigation noted that the assay's special wash cycle was not defined as recommended. Product labeling states, "mg2...action required special wash programming: the use of special wash steps is mandatory when certain test combinations are run together on cobas c systems. All special wash programming necessary for avoiding carry-over is available via the cobas link, manual input is required in certain cases." The field service engineer (fse) inspected the module and adjusted the gear pump pressure. He confirmed the module was performing according to specifications. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The specific cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable magnesium gen.2 results from two patient samples tested on the cobas 8000 cobas c 701 module. Patient sample 1 on (B)(6) 2025: the initial result was 2.82 mg/dl. The repeat result was 1.84 mg/dl. Patient sample 2 on (B)(6) 2025: the initial result was 3.26 mg/dl. The repeat result was 2.13 mg/dl. The initial results were not reported outside of the laboratory.